Event description:
It was reported that during testing conducted at the manufacturer facility, there were metal shavings present on the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, there were metal shavings present on the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported metal shavings were confirmed by a manufacturer repair technician through visual inspection. The presence metal shavings can be caused by improper or non-recommended cleaning procedures, however this was not directly able to be confirmed.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.